Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer&#62688;representative (rep) regarding a patient receiving a dose of 949.2mcg/day at a concentration of 2,000mcg/ml of baclofen via an implantable infusion pump for intractable spasticity and multiple sclerosis with a medical history of seizures. It was reported that on (B)(6) 2016 the patient was admitted to the hospital for seizures. The patient recently started a new drug for multiple sclerosis and was attributing the seizers to starting it. The logs showed that a motor stall occurred on (B)(6) 2016 with recovery on (B)(6) 2016. During that time the patient experienced seizures and confusion. It was denied that the patient underwent any testing or any known source of electromagnetic interference (emi) at the time of the motor stall. The pump was in recovered state at the time of this report, no interventions to report. The logs will be pulled. The issue was not resolved at this time. A second motor stall and recovery within five minutes occurred when the patient had a magnetic resonance image (MRI) taken on (B)(6) 2016. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.